Manufacturer narrative:
The suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2016-01540 for MDR reporting.

Manufacturer narrative:
Concomitant medical products: 100ml b.braun ndc (B)(4), azacitidine in 0.9% nacl and 250ml b.braun bag ndc (B)(4), lot j5n195, exp 10/17, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected devices have been received and the investigation is pending. A follow up report will be submitted with results when the investigation is complete.

Event description:
The customer reported that venofer 200mg, was programmed to infuse at a rate of 92.3 and a volume of 150. After 11 minutes it was noted that the infusion was complete. The patient did complain of a headache. There is no report lasting patient harm.